Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported to covidien. Upon triage, on (B)(6) 2018, service found the pump tones at power on but there is no tone when under more options.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿no audio.¿ the unit was triaged and the customer¿s reported condition was confirmed. The cause was isolated to a damaged component u14. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.